Event description:
The plaintiff suffers from "inter alla", allergic rhinitis, shortness of breath, wheezing and asthma and that plaintiff has been diagnosed as suffering from type-1 latex allergy. Plaintiff has suffered great despair and loss of enjoyment of life, all of which are permanent, continuing and life-threatening in nature.